Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) was going to be explanted and replaced, but instead the ICD therapy was programmed off and a leadless pacemaker was implanted. No additional adverse patient effects were reported.